Manufacturer narrative:
Additional information has been provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received confirmed the topical steroids and antibiotics drops are part of the normal post-operative regimen.

Manufacturer narrative:
The phaco handpiece was not returned for evaluation. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event was not able to be confirmed. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after the surgery patient experienced toxic anterior segment syndrome (tass) like endophthalmitis. The procedure details were not provided. Additional information has been requested. Additional information received indicated tass has been diagnosed and not endophthalmitis. The patient recovered using topical steroids and antibiotics.